Manufacturer narrative:
The reported event of noise was confirmed, while lead fracture was not confirmed. As received, a complete lead was returned in two pieces measuring 12.1cm and 51.5cm, respectively. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil was noted at 9.3cm to 9.5cm from the connector pin at the proximal region. The cause of the reported event of noise was isolated to external abrasion consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures, but internal shorting was noted consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-06156. It was reported that the patient presented for follow up with episodes of atrial and ventricular lead noise on stored electrocardiograms. All electrical values were within normal range, however the physician suspected micro fracture. Both the right atrial and ventricular leads were explanted and replaced. The patient was in stable condition.